Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/29/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear within the crease measuring approximately 0.1 cm was noted on the anterior aspect. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor smooth round moderate profile 425 cc saline prosthesis, catalog #: 3501670, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile 425 cc saline prosthesis and experienced left sided deflation post procedure. The deflation was diagnosed during a physical examination with a physician. The device was explanted and deflation was confirmed on (B)(6) 2019.